Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies. Initially, the device exhibited no output at 80 ppm. When programmed to 60 ppm, no output was still observed. The device was programmed back to 80 ppm and pacing resumed.